Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was missing from the initial submission, and therefore corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material on the light guide lens could not be identified. A definitive root cause for the failure could not be established, however it is likely the event was due to insufficient reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following ifus: - operational manual chapter 3 preparation and inspection. - reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found light guide (lg) lens had foreign objects. Additionally, the following observations were made: the air/water (aw) and suction (s) cylinders had discoloration. The forceps channel port and scope connector case unit were scratched. The illumination was uneven due to dirt on lg lens. The bending angle in down direction does not meet the standard value due to wear of angle wire. Also, the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had (fiber optic) light guide cover lens damage. Inspection and testing of the returned device found the light guide (lg) lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.